Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "implant with lobulated contours", "minimal amount of fluid is observed surrounding implant", "intercapsular separation is visualized, without collapse of the elastomer", "suggests intracapsular rupture" and "intracapsular rupture of implant". Later healthcare professional reported "discomfort". This record is for the right side. Device remains implanted.